Event description:
(B)(4). Depression, anxiety, severe mood swings, hair loss, weight gain, acne, always tired, pms like symptoms at irregular times of month, pms-never had it before essure. I've tried several different medications to deal with symptoms that I didn't have before essure.